Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; the patient was not reimplanted with a new device. Per the clinic, the patient was prescribed a one month course of ciprodex prior to explantation. (B)(4).

Event description:
Per the clinic, the patient was prescribed oral anti biotics on (B)(6) 2012, to treat ongoing infection and abscess around the implant site. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4).